Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1157 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1157 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial ablation, parity 4, breast operation, kidney stone, hiatal hernia, poland's syndrome, breast disorder, anemia, abdominal pain, loop electrosurgical excision procedure, pelvic pain, left lower quadrant pain and right lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1175 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Previously reported essure removal date: (B)(6) 2017. Discrepancy noted: removal date: as per argus (B)(6) 2019; as per mr: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2017: CT pelvis: the urinary bladder is distended. The endometrial canal appears distended with hypoattenuation. Bilateral tubal ligation clips are seen. There is mild free fluid in the pelvis. There is a well-defined fluid attenuation left adnexal mass measuring 3.1 x 3.7 cm which may represent a follicular cyst. The right ovary is grossly normal. Bones: no significant abnormalities in the bony pelvis. Impression: distended endometrial canal containing hypoattenuation likely menstrual products. Findings are worrisome for possible cervical stenosis secondary to stricture, scarring, fibroid, polyps or neoplasm. Follicular cyst in the left ovary. Correlation with ultrasound of the pelvis is recommended. Nonobstructing right renal calculi. [Hysterosalpingogram] on (B)(6) 2014: findings: the hysterosalpingogram study demonstrates the uterus to be normal in size and shape. No intrauterine filling defects are demonstrated. Bilateral essure coils are identified. There is no spillage of contrast medium into the peritoneal cavity indicating that the fallopian tubes are closed. Impression: identification of bilateral essure coils. No spillage of contrast is seen in the peritoneal cavity consistent with closure of bilateral fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: mr received: reporters information patient medical history and surgical pathology reports were addedproduct removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.